Event description:
The manufacturer service technician reported that the device top of the blade mount was missing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.